Event description:
A rendezvous procedure was being performed to gain access to the common bile duct. A .035 wire was advanced through the needle. The needle sheared a portion of the wire guide's coating, which caused difficulty moving the wire back and forth. The echo-hd-19-a was removed and the physician elected to use a echo-19 to complete the procedure successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Incident requires an FDA MDR report based on the reporting precedence established for 'wire guide shearing during use with echo access needle'; regardless of patient outcome. The complaint information received indicated that the device involved in this complaint was an echo-hd-19-a device. The lot# of this echo device was not provided therefore it was not possible to check if any of the affected lot remained in stock. The echo device involved in this complaint was not returned for evaluation. With the information provided a document based investigation was carried out. A possible cause of this complaint is that the wire guide was advanced and retracted with the needle in place. The user is advised as per the instructions for use for this echo device as follows: 'if a wireguide has been advanced, withdraw needle over wireguide." As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. The customer complaint was confirmed based on customer testimony. As per the instructions for use for this echo device, ifu0050-1, the user is advised as follows: "step. 8 for maintaining access a 0.035" wire guide (cook medical recommended) can be advanced through needle." It was confirmed that the customer used an 0.035'' wire guide, as recommended. Details of the wire guide used were requested but have not been received to date. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. As the lot# of the echo device involved in this complaint was not provided it was not possible to review the relevant manufacturing records. The notes section of the instructions for use ifu0050-1 instructs the user prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The echo-hd-19-a device was removed and the physician used an echo-19 to complete the procedure successfully. From the information provided no part of the wireguide remained in the patient's body. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.